Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device does not operate when powered on. After a preliminary check, it was supposed that the fuse has burned out. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer "fuse has blown" was confirmed. No further defects were detected. It was found that the main fuse had blown. This was caused by the defective power supply unit. Consequently, the main fuse has blown for safety reason to prevent further damages. As a result, the light source could not be restarted after the failure. The investigation did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. This event is filed under internal complaint ID (B)(4).